Manufacturer narrative:
Unit received with critical pump error and multiple pump error 63 alarms were present in the pump trace download due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with corrosion on force sensor and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received a critical pump error alarm. Their blood glucose was 230 mg/dl. The critical pump error image displayed on the screen. They were advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per their doctor¿s orders. The pump will not be returning for analysis.